Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-02594. It was reported that a rotalink¿ plus burr became stuck on a rotawire. A 1.50mm rotalink¿ plus and rotawire were selected for an atherectomy procedure in the left anterior descending(lad) artery. During the procedure, upon withdrawal of the burr in dynaglide mode, it was noted that the burr was stuck on the rotawire. The burr and wire were removed from the patient together. The procedure was completed with this device. However, a new wire was introduced for ballooning and stenting the lesion. There were no patient complications reported and the patient was stable.